Event description:
It was reported that an mdu had a short circuit and the connector became hot. It is unknown whether this problem was noticed in a surgical environment or not; therefore, patient involvement has not been confirmed. No further information.

Manufacturer narrative:
H11: internal complaint reference (B)(4).

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed no issues. A functional evaluation was performed on the returned device and found a sensor failure error. The integrated housing sensor (hall circuit board) shows signs of electronic damage. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with an electrical component failure. Factors that could have contributed to the sensor failure error include a failure of the reed switch or damage on the hall board which may contribute to a short circuit. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference case- (B)(4).